Event description:
The customer reported being hospitalized due to high blood glucose over 600 mg/dl. The customer was experiencing unexplained high glucose for several days. The customer stated that she had sore throat and was taken antibiotics. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. The customer stated that the basal and bolus matched to the daily totals. Ran a fixed prime test and the insulin exited. Performed a self test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.